Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The mylife omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported his blood glucose reached 29.0 mmol/l (522 mg/dl) after wearing the pod for less than 36 hours. She went to the emergency room for one hour and there was no treatment provided at the ER.